Manufacturer narrative:
The device was returned to zoll medical (B)(4). The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "shock error" message. Complainant indicated that there was no patient involvement in the reported malfunction.